Manufacturer narrative:
The technician found the head section is flat and will not rise past 30 degrees. There were no alarms going off. The battery led was lit. The head section would not rise with the bed unplugged or by operating the head section manually. The technician replaced the head up valve to resolve the issue.

Event description:
Account alleged that the head section will not go up. No alleged injury by account.